Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a cryoballoon pulmonary vein isolation and also had a cavo-tricuspid isthmus line done by radiofrequency ablation. But during followup for cardioversion, it was noted that there appeared to be a burn on the left lateral upper thigh that corresponded to the placement of the rf (radio frequency) dispersive electrode utilized. The patient had not reported this to the physician prior. The rfa (radio frequency ablation) portion of the ablation procedure was performed using ampere, coolpoint, and precision utilizing the automark feature. No further information available at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.